Event description:
It was reported that during a review of the recorded episodes of this pacemaker, technical services (ts) noted that there was far field oversensing which was blanked due to device blanking settings. Ts was consulted and reviewed possible reasons for the exhibited behavior. No adverse patient effects were reported. This device remains in service.